Event description:
Medtronic received information that two years following the implant of this bioprosthetic valve echocardiographic findings revealed severe aortic regurgitation. Additional information was received that the freestyle valve (full root technique) was revised, consisting of implantation of a mechanical valve within the full root. There were no adverse patient effects reported.

Manufacturer narrative:
Product event summary (B)(4) - clinical observation not confirmed. Customer response emailed to sales rep, (B)(4), for delivery to (B)(6). (B)(6). (B)(4). Conclusion: the device history record was unable to be reviewed as the serial number of the device was not provided. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.